Event description:
The pump was explanted after an implant duration of 27 months. No reason for the explant was given.

Event description:
Additional information from the hcp reported the pt began experiencing withdrawal symptoms including increased spasticity, pain, and emesis in september 2004. The pump was refilled. An xray was done-results and site not reported. The device was explanted and replaced. The pt is reported to have recovered without sequela.